Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open lung resection procedure. There was poor staple formation. The stapler fired but not fully. There were visible unformed staples left in the reload. There was no patient harm. The patient has no injury